Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer stated that they were not able to clear alarm. Customer stated time clock was advance and visble on screen, insulin pump was not exposed to change altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, and occlusion tests due to pump error 38. Device was received with a crack in the battery tube that extends to the top of the device where the battery threads are located. Also the display window cover is missing. Inserted a test p-cap into the retainer ring, and it locked in place properly.